Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported changing battery more frequently. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return is required for mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Unit was received with original battery cap having corroded battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 03:11:00 faster than expected at 2.47 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 08:33:00 faster than expected at 2.25 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 19:34:00 faster than expected at 2.58 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement test and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit was cut open to perform visual inspection, and corrosion was found around the internal battery connector on pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction: the customer experienced an unexpected power loss of less than 7 days per the pump history records. Additionally, moisture damage was found on electronic assembly, in addition to unit being received with corroded battery tube and corroded battery cap contacts. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.